Event description:
Reporter alleged obtaining discrepant blood glucose values of 525 mg/dl back to back with a result of 126 mg/dl when testing was performed 1 minute apart on the aviva system. Reporter alleged experiencing hypoglycemic symptoms during the time of the testing and a relative gave him food and milk as a result. No other actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.